Event description:
It was reported that the error message "safety-s" was displayed on the hl20 pump. The failure occurred during routine check. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on the hl20 pump. The failure occurred during routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-06-30. The pump was checked, restarted and the connections inside the pump were reset. The reported failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the getinge field service engineer the issue was solved by restarting and resetting all connections inside the pump, since then the error message was not displayed again. The most probable root cause was that the position of the pump head was unknown. With reference to the hl20 risk assessment this event can be also contributed to: wrong pump speed because of: - wrong ratio between master-slave pumps due to communication error the review of the non-conformities has been performed on 2023-05-07 for the period of 2009-09-30 to 2023-06-30. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2009-09-30. Based on the results the reported failure "error message safety-s" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.